Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:48:22. During night drain cycle seven, the patient's ultrafiltration reading was 1279 ml, indicating the home patient (hp) drained 1279 ml more than their maximum programmed fill volume of 2000 ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intra peritoneal volume (iipv) condition. The cause was undetermined. Should additional relevant information become available a supplemental report will be submitted.